Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that they saw the patient at his postop appointment on (B)(6) 2021. All impedances were fine and he could feel stimulation properly. The suspected cause of high impedances was fluid/swelling around implanted lead which resolved with no intervention. The x-ray taken was fine and the patient was happy with the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the rep indicated that the impedances after implant of a new 97715 and 977c2 were high. The caller indicated that the patient has the leads in the occipital region. Prior to calling the caller did troubleshooting. Intra-op the impedances were normal. In recovery when turning stim up they were getting oor messages. The rep indicated that most electrodes were showing >40000ohms. With reference 0 a few electrodes were in the 1000ohms range, the caller did not provide the specific values. The rep rechecked after about an hour and all impedances were still high. The patient was not feeling stimulation. The rep tried programming stim using the top, middle and bottom of the paddle but the patient did not feel stimulation. They plan to follow-up in few a weeks to recheck the impedances. The rep indicated that they were not sure how the implant was done, but thought that they did not use anchors and may have sutured around the lead bodies. The issue was not resolved through troubleshooting. The caller indicated that they planned to follow up with the patient to re-evaluate the system in several weeks.